Event description:
It was reported that during an unknown procedure when the device fired, it would not release from the tissue. No additional info is available on how the device was removed. There was no pt consequence.

Manufacturer narrative:
Date sent: 6/27/2007. Info anticipated, but unavailable at this time.